Event description:
It was reported that a cgm error 42 occurred with a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and the customer planned to reset the pump at their convenience, with a follow-up expected if the issue continued.